Manufacturer narrative:
The reported event, was confirmed. A picture was attached at intake. It was visually observed a weld fracture.

Event description:
The user facility reported that the weld was fractured on the housing during sterilization.. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no patient impact, no adverse consequences, no medical intervention and no surgical delay.